Manufacturer narrative:
(B)(4).

Event description:
It was reported that high and varying lead impedance measurements were observed. There was one episode of magnet response indicating potential lead noise. Slight decrease in sensing was also noted. Lead damage was suspected. Lead replacement was recommended. Patient was fine.